Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the co with a product complaint, concerns a pt (age unspecified). The pt's medical history included insulin-dependent diabetes mellitus (iddm). Concomitant medication was not reported. The pt was taking insulin lispro (humalog, cartridge) via a humapen ergo (model ms8929, lot 0402a03) with clear cartridge holder attached, for treatment of iddm. Pt bought the involved pen in november 2004, which was a new design pen in january 2005, the pt operated the device. They brought the pen back to the pharmacist because it was not possible to get the injection screw out of the pen body from the first use (no improper use notified by the pt). Several trials had been done with the pharmacist but the injection screw did not move. There is no complaint on the cartridge. No adverse event was reported.